Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked out of a pin hole measuring (0.13") at the trifurcation site. This does not meet specifications, which states "pinholes are not permitted". Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu team requested that patient foley be exchanged, rn assisted primary rn with exchange. New foley inserted without incident, however, upon attempting to instill saline into balloon, leaking noted from where the catheter connect to the balloon instillation port. Foley subsequently exchanged for a second, new foley, placed without incident. Charge rn and cns notified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the micu team requested that patient foley be exchanged, rn assisted primary rn with exchange. New foley inserted without incident, however, upon attempting to instill saline into balloon, leaking noted from where the catheter connect to the balloon instillation port. Foley subsequently exchanged for a second, new foley, placed without incident. Charge rn and cns notified.